Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Motor error alarm was not verified due to motion sensor test failure during rewind. Functional testing, including the displacement, basic occlusion, occlusion, prim, and excessive no delivery tests were not performed due to motion sensor test failure alarm. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump has reoccurring motion sensor test failure alarms and it also alarmed motor error. Her device is not working and it caused her to be hospitalized as her blood glucose was high. No value was given as it was so high that they couldn't get a reading, over 500 mg/dl. Current blood glucose was 342 mg/dl. She was treated and release three days later. At the time of the hospitalization she had disconnected from the device. Troubleshooting was performed for motor error which occurred during prime. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.